Event description:
It was reported that during a surgery procedure the probe was being inserted into the joint and the metal tip broke off. It was very difficult for the surgeon to remove the particle. Furthermore, the surgery was completed with a prolongation of 90 minutes.

Manufacturer narrative:
Additional info will be provided once investigation is completed.